Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the guide broke and separated during insertion due to the angle of insertion related to the vessel track. The separation led to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary intervention (pci) procedure. Reportedly, during insertion of a prostyle device, the guide and guide tube separated into two pieces. Forceps were used to remove the guide from the anatomy. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 7f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.